Manufacturer narrative:
Investigation of the returned device found no damages or manufacturing deficiencies that would prevent the delivery of insulin. The ibf data from the pdm found that the pdm was able to send commands to pods to deliver boluses or set basal rates. Strip simulation testing found that the pdm was able to register the insertion of test strips and provide blood glucose readings that were within specification. The pdm was able to pair with an unused pod, deliver a 5u bolus at a range of 5ft. And deactivate the pod with no issues. The pdm was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 480 mg/dl while wearing the pod between 36 and 48 hours. Additional information was solicited, but unavailable.